Manufacturer narrative:
Corrected data: MFR report #: 9615728-2017-00014. The suspect device was returned for evaluation. The complaint is confirmed. The root cause could not be confirmed, however, it is likely that the guidewire fractured after being challenged beyond its design capabilities during the procedure. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and one similar complaint for this lot was found from the same customer.

Manufacturer narrative:
The suspect device is expected to return. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the wire tip separated within the patients internal iliac artery during a prostate artery embolization procedure. The physician attempted to remove the separated tip from the patient but was unsuccessful.